Event description:
It was reported that buttons on the insulin pump were not working. No further information reported.

Manufacturer narrative:
The insulin pump had no down button response due to an unlocked keypad connector. The insulin pump had minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.